Event description:
Received urgent: medical device correction update from dexcom for my dexcom g7 receiver, (B)(6). I verified that my receiver was affected and have been attempting to contact dexcom technical support at 1-844-478-1600 daily for the past eight days to coordinate return of the affected receiver and receipt of a replacement. Each of the numerous calls I have made have gone unanswered and requests for a callback to avoid further waiting have never been returned. Calls to other dexcom support numbers refer me back to the above number that goes unanswered.